Manufacturer narrative:
Section h4 corrected data. Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2021. The cause of death was not provided, and privacy laws prohibited the account from providing further information regarding the event. No autopsy was performed. It was also communicated that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The hm3 lvas IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31jan2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away of an unknown cause. No autopsy was performed and the device was not explanted.